Event description:
Pacing system explanted due to infection. Lead laser extracted. Pt had previous pocket revisions. Also involved are a philos dr acc, MDR 06-0131 and polyrox 45, MDR 06-132. 7/13/2006, rep reported that the infection cleared and the pt was implanted with a new system today.